Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a physical sample was not returned. X-ray images were provided but a stent fracture could not be identified which led an inconclusive evaluation result. In this case the lesion was pre dilated, the vessel was calcified and tortuous in nature. The placement in the upper chest/ arm section represents an off label use of the device. A manufacturing related root cause was considered. Based on the information available and because no sample was provided for evaluation, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'confirm that the introducer sheath is secure and will not move during deployment. Pull back the stent system until the distal and proximal stent radiopaque markers are in position so that they are distal and proximal to the target site. The second hand should be used to support the stent delivery system. Gently hold the stability sheath and maintain it straight and under tension throughout the procedure. Do not hold or touch the dark moving sheath during stent release. Initiate stent deployment by rotating the large thumbwheel in the direction of the arrows while holding the handle in a fixed position while using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Watch for the distal stent radiopaque markers to begin separating; separation of the distal stent radiopaque markers signals that the stent is deploying. Continue turning the large thumbwheel until the distal end of the stent obtains complete wall apposition'. The IFU further state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' Stent fracture was found addressed as a potential adverse event that may occur. The venovo venous stent system is indicated for the treatment of stenoses and occlusions in the iliac and femoral veins. (Expiry date: 11/2020). The catalog number identified has not been cleared in the us but is similar to the venovo venous stent system products that are cleared in the us. The pro code and 510k number for the venovo venous stent system products is identified.

Event description:
It was reported that during a stent deployment procedure, the stent allegedly fractured. There was no reported patient injury.